Event description:
Received notice of complaint concerning above product via product complaint form filed by facility. Spoke with director of nursing who reports that a leak occurred at the connection of the pump segment and mainline tubing. The leak occurred at the beginning of the treatment, reported blood loss was less than 100cc (but more than 20cc). The patient remained stable, no medical intervention was required. The line was changed and the treatment was completed without further incident. The actual sample is available. A response letter and mailer have been sent to the facility. This is 1 of 2 events reported by facility. A medwatch form has been filed based on blood loss.